Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: during the use of the ventilator, there is a sudden interruption of ventilation and an alarm "technical error" is triggered. Without the ventilator to assist breathing, the patient's oxygen saturation decreases without consciousness. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: during the use of the ventilator, there is a sudden interruption of ventilation and an alarm "technical error" is triggered. Without the ventilator to assist breathing, the patient's oxygen saturation decreases without consciousness no patient harm or consequences.